Manufacturer narrative:
Model number/catalog number 72404231, serial number null, batch/lot number 915608004, model/catalog description cx preconnect ms 15cm ps iz.

Event description:
It was reported that the patient experienced pain in the penis and reservoir migration into the bladder with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing ipp was removed and replaced with a tactra penile prosthesis. The patient did not have any further complications and was said to be good following the procedure.